Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (828804pl) was implanted on (B)(6) 2022. Since implantation, the patient was not consistent with her neurologic base line. Medical staff did studies of the shunt and they were all relatively normal. A valve exploration was done on (B)(6) 2023: there was good flow of cerebrospinal fluid from the proximal catheter, however through the distal catheter, there was very little flow through the valve. The valve was replaced with the same model valve. The valve malfunction was noted around one month after implantation.

Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. DHR - with lot 6532367, conformed to the specifications when released to stock . Failure analysis- the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defect was noted. The valve was hydrated. The catheter was irrigated no occlusion noted. The valve passed the test for programming, occlusion, leak, siphon guard, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism but at the time of investigation no flow issues were noted.

Event description:
N/a.